Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. However, the potential root cause for this failure mode could be due plc failure or wrong duration setting causing failure to remove excess lubricous coating polymer and also might be user related (example: salt accumulation)/ blocked drainage lumen/no drainage eye. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: this is a single use device. Do no resterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst.".

Event description:
It was reported that survey respondent mentioned about symptomatic urinary tract infection, catheter blockage and bladder stone(s) when they were asked of the complications while using the biocath hydrogel coated foley catheter.

Event description:
It was reported that survey respondent mentioned about symptomatic urinary tract infection, catheter blockage and bladder stone(s) when they were asked of the complications while using the biocath hydrogel coated foley catheter.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.